Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The 80% stenosed lesion being treated was located in the extremely calcified, tortuous circumflex (cx). The lesion was predilated with a 2.0x20 mm maverick balloon. While trying to pass the lesion with the 2.25x20mm taxus liberte drug eluting stent, the physician felt considerable resistance and decided to pull back the stent delivery system (sds). It was not possible to remove the stent system. The physician removed the entire system (stent delivery system, wire, guiding catheter). When investigating the device after removal, the physician noticed that the stent stuck into the guiding catheter. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received engaged in the lumen of a guide catheter. The proximal end of the stent was damaged and caught on the edge of the guide catheters tip. The catheter and stent were pushed distally in the guide catheter forcing the stent distally from the tip of the guide catheter. The stent on the returned catheter had moved distally on the balloon approximately 8 millimeters. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The taxus liberte instructions for use (dfu), clearly states; "stent system removal" - if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. - do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage and movement can be attributed to not following the stent removal directions in the dfu.